Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This report is based solely on device analysis. The initial information received regarding the complaint met the exemption criteria for this model. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. The actual longevity was less than 80% of the 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. We also received performance data collected from the device and have analyzed the data. The time of elective replacement indicator (eri) in save to disk was on (B)(6) 2012 device eri<(><<)>=2.62 volts. The weekly battery voltage trend data showed minimum battery=2.64 to 2.61 volts between 18-oct-2012 and (B)(6) 2012. There were two low battery voltage alerts on (B)(6) 2012 and (B)(6) 2012. (B)(4).

Event description:
It was reported that the device was at elective replacement indicator (eri) 4.3 years after implant. The device was explanted and replaced. No patient complications have been reported as a result of this event.